Manufacturer narrative:
Returned for evaluation was an evlt unit. Functional check: performed inspection and passed. Performed calibration per customers request and passed. Cleaned and applied nyogel to m&c and power supply pins. Performed electrical safety and passed. Set calibration reminder date and applied calibration sticker reminder to one year out. Unable to replicate customer complaint of blood clots [i.e. No high power output]. No issues occurred through inspection or calibration. Unit meets all acceptance criteria. The unit came in due to customer request to confirm power output performance, i.e. No high power output that could have contributed to the patient adverse events of blood clots. Performed calibration per customer's request and passed, i.e. Power output within specification. Service included cleaning and applied nyogel to m&c and power supply pins. There is no indication that the evlt hardware unit was a contributing factor to the reported blood clot patient issues since the unit was confirmed to meet power output specifications during calibration testing. The root cause for the patient blood clot adverse events was unable to be determined as the unit functioned as intended; however, thrombosis is a potential complication of an evlt procedure and is cautioned in the fiber dfu. This is the first reported blood clot patient issue for this unit. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: "the venacure 1470 laser is continuously monitoring its operation and performance. Should it detect a problem it will display a code and short message on the screen. To clear a message, carry out the instructions on the display. If a problem cannot be resolved by following the instructions on the display, contact your local angiodynamics representative, quoting the error message on the display at the time of the error". The instructions for use (B)(4) which is supplied to the end user with this catalog number contains the following statement "carefully read all instructions and observe all warnings prior to performing the procedure. Patient complications may occur if this is not done. This procedure can be performed in the physicians' office or as an outpatient treatment under local anesthesia and should be performed by a qualified physician who has received training in these techniques. Intended patient population. The venacure evlt nevertouch direct procedure kit is intended for use in patient populations that may include a broad range of ages, weights, races, nationalities, general health, and medical conditions (in accordance with all warnings, precautions, and contraindications). The venacure evlt nevertouch direct procedure kit is intended to treat patients with varicose veins." Potential complications: the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, skin burns and pain. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). For each of the five patients: (B)(6), 1319211-2023-00057. (B)(6), 1319211-2023-00047. (B)(6), 1319211-2023-00049. (B)(6), 1319211-2023-00058. (B)(6), 1319211-2023-00051.

Manufacturer narrative:
The vcure1470 generator (serial number (B)(6)) has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). For each of the five patients: (B)(4) 1319211-2023-00057, (B)(4) 1319211-2023-00047, (B)(4) 1319211-2023-00049, (B)(4) 1319211-2023-00058, (B)(4) 1319211-2023-00051.

Event description:
(B)(6): a biomedical engineering manager reported a patient issue, following treatment with this venacure 1470 laser. It was reported that in a span of 2 weeks, five patients developed blood clots after being treated with this unit. The same infiltration pump was used for all 5 patients' procedures. Further information reported that the 5 patients were diagnosed with ehit level 2 blood clots, which were medically managed with medication (eliquis - anticoagulant) and observation.